Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a cystoscopy, suprapubic cystostomy and anterior colporrhaphy due to stress urinary incontinence. Following insertion, the patient experienced infection, urinary problems, dyspareunia, recurrence and vaginal scarring. The patient underwent mesh removal on (B)(6) 2008. The patient underwent implant of ams product on (B)(6) 2006 due to stress urinary incontinence and intrinsic sphincter dysfunction. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).